Event description:
It was reported that during a left hemicolectomy procedure, the surgeon fired and jammed on first firing, first or second stroke while firing across interia mesenteric artery. Cut and staples then jammed. Surgeon pressed red button and reversed out. Surgeon put endoloop over artery to ensure properly sealed. No blood loss. Patient ok. Unknown whether unexpected noises heard.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: did the device cut? Yes. Did the device staple? Yes. On what tissue type was the device used? At what location on the tissue? Ima. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? First or 2nd. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not known. What colour cartridge was being used? White. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Not known. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not known. Was there any difficulty removing the device from the tissue? No. Pressed red button and reversed. The analysis results found that one device was returned with the anvil bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. In addition, an ecr60w partially fired 2/3 was received. Upon evaluation of the cartridge, the cartridge deck was noted damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.